Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Rec'd info that pump has stopped all insulin delivery. It was reported that customer blood glucose level was 231 mg/dl at time of event.